Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 191 mg/dl at the time of incident. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the display returned after cleaning the battery cap and inserting a new battery. The customer mentioned that the battery cap threads had crack. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.